Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery. A review of the lhr was not possible as the lot number was not provided. Production identifier (pi) number is unknown as the lot number was not provided.

Event description:
It was reported that the mynxgrip vascular closure device was deployed in the femoral artery after a peripheral intervention. The deployment was described as perfect. A bit of oozing and sealant was noted. Manual pressure was held for 5 minutes. The oozing did not stop. Nurses switched off holding pressure and the second nurse held manual pressure for more than 30 minutes. The patient was noted to have "great pulses". The patient went home after hemostasis was achieved. There were no consequences for the patient. Additional information was requested but is not available at this time. Vessel size: 6 mm. The balloon was completely deflated. Sealant was noted above skin level.